Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. It is suggested that the user facility perform reprocessing according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to describe event or problem, the adhesive on the bending section cover has a chip and a white-clouded area, the adhesives around objective lens and light guide has a white-clouded area, the plastic distal end cover has a dent and the connecting tube has a cut. Due to clogging of the nozzle, air/water supply volume and water removal ability does not meet the standard value. Due to clogging of the nozzle, water removal ability does not meet the standard value. Due to wear of the angle wire, bending angle in up direction does not meet the standard value. The user facility completed a foreign matter complaint questionnaire. The facility stated they are able to tell when foreign material object adheres to the scope and that this scope was not used in a case with the foreign object attached. The facility tried to remove the clogging by inserting a thin plastic plate into the nozzle part but was unable to remove the foreign object. There is a lag time between the end of clinical use and the start of pre-washing. The facility was able to supply water and air to the air/water nozzle. No problems with the accessories used for reprocessing. The scope was wiped/brushed in the air/water nozzle with a gauze, brush, or sponge. The facility was able to send liquid to the air/water nozzle. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the evis lucera elite colonovideoscope due to a water supply failure and intake. The facility did not confirm when the event was found but no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, a foreign object was found in the nozzle. This report is being submitted for the malfunction found during evaluation.